Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted the atrial leadless pacemaker (alp) had no capture and poor sensing. The patient was asymptomatic. The alp was explanted and a traditional pacemaker was implanted. The patient was stable throughout the procedure.